Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. And no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product(s): a 4592-53 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection subsequent to another non-cardiac procedure. The system was removed, and a new device system was implanted on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.